Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 5019194. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 2000022666. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318-8, batch: 23645912.

Event description:
It was reported that the patient was experiencing pain, discomfort and swelling at the ipg site. The patient was prescribed with bactrim. The patient underwent a spinal cord stimulator explant procedure and the patient was doing well postoperatively. The explanted devices were discarded.